Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the nail migrations is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. This failure does not indicate a defect in the product. The risk associated with this type of failure was evaluated during the risk management process and was deemed an acceptable level of risk to the patient. Sign fracture care international continues to monitor these events as part of our post market surveillance activities.

Event description:
We became aware on (B)(6) 2017 that 2 sign step screws implanted to repair a fracture were replaced and the im nail adjusted due to nail migration. Surgeon comment: "previous fin nail inserted had migrated into the knee joint. One of the distal screws missed the slot. So we had to redo (remove the previous screws and push the nail upward then insert new non sign screws into the slots)"